Event description:
Treatment was attempted on a heavily calcified left iliac lesion, using a contralateral approach without an introducer sheath. After predilatation, the stent could not corss the lesion. The device was advanced against resistance (contrary to IFU) and during the withdrawal attempt, the stent separated from the balloon in the artery. No snare device were available to retreive the stent percutaneously, so the patient was sent to surgery to remove the separated stent from the artery. Patient is reported to be doing well.